Manufacturer narrative:
Stryker provided the customer with a quote for repair. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device " showing a blank screen." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker's repair depot for evaluation by a depot technician (dt). The dt was unable to verify or duplicate the reported blank display and service led illuminated. Therefore the root cause could not be determined. The dt reseated the w17 flex cable and reloaded the device software as a precautionary measure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device " showing a blank screen." In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.